Manufacturer narrative:
Reporter is a synthes employee. Part: 03.037.028, lot: 9298601, manufacturing site: (B)(4), release to warehouse date: january 16, 2015 . A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance's were identified. Visual inspection: the 5mm hex flexible screwdriver (p/n: 03.037.028, lot number: 9298601) was received at us customer quality (cq). Visual inspection of the complaint device showed that the shaft was broken at the first link. The pieces are still connected due to device linkage/geometry, but the link has broken all the way through. Device failure/defect identified? Yes. Dimensional inspection: specified dimensions: shaft od = 8 +/- 0.2mm. Measured dimensions: shaft od = 7.97mm (above break), 7.95mm (below break), conforming device used: caliper ca215p. Document/specification review: current and manufactured were reviewed. Current and manufactured were also reviewed. No design issues or discrepancies were identified. Complaint confirmed? Yes. Investigation conclusion: this complaint is confirmed as the shaft has broken at the first link. No definitive root cause could be determined based on the provided information. There was no indication that a design or manufacturing issue contributed to the complaint. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2020, the sales consultant noticed that while setting up the case for 5mm hex flexible screwdriver, the shaft happened to be cracked. There was no patient involvement. Upon investigation findings, this complaint became reportable as a malfunction on (B)(6) 2020. This report involves one (1) 5mm hex flexible screwdriver. This is report 1 of 1 for (B)(4).